Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a battery compartment leak, and evidence of moisture ingress. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and failed due to a battery compartment leak. Evidence of moisture ingress was found in the battery compartment; however, the pump case was removed and no further evidence of moisture ingress was found. (B)(6).